Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the endotracheal tube was found to be in an incorrect position during an attempt by clinical staff to reposition it. The black print or markings on the endotracheal tube were reported to have worn off, and the tube depth marking was misread as appearing to be at 13 but, when compared to another tube and measured, it was determined to be at 15. It was mentioned in the report that there was patient symptoms or complications. The endotracheal tube was pulled back to 10.5 (by measuring) to repositioned and secured. Vitals were improved.